Event description:
Pt began wearing new contact lenses in 2006 and within a week her eyes became irritated and bloodshot. These symptoms continued and in two months, she experienced blurry vision and stopped wearing the lenses. During that month, she had an eye exam and was allegedly told the entire top of her cornea had sloughed off. She was prescribed eye drops and referred to an ophthalmologist. Three days later, the patient saw the ophthalmologist who advised she had corneal damage of both eyes and prescribed apo-doxy. He advised she had an irregular surface of the eye. Patient claims approximately two weeks later while at work, her vision was blurred and her eyes were swollen. She saw an ophthalmologist who advised that her eyes looked burned and prescribed ciloxan. Patient returned to her original ophthalmologist who advised she had astigmatism in one eye that would require her to wear a toric lens. No medical documentation was provided.

Manufacturer narrative:
No product was returned for evaluation and no lot number information was provided. Based on available information, no conclusion can be drawn.